Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 9mm amplatzer septal occluder was selected for implantation. During the procedure, during deployment, it was noted that the device deformed into a cobra shape. The device was removed from patient anatomy and replaced with another 9mm amplatzer septal occluder. The device was not released inside patient anatomy, there was no reported angulation or kink noted in the delivery system, and there was no reported interaction with cardiac structures during deployment. Patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformed into cobra shape was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.